Manufacturer narrative:
A4: patient weight not provided. Manufacturer's investigation conclusion: although the reason for explant is unknown, the patient's outcome was reportedly not considered to be device or therapy related. The device was not returned for evaluation. The customer reported that no additional information related to the event will be provided. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no specific device-related issues or adverse events were reported, section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was not known. The death was not considered device or therapy related. No additional information was to be provided.